Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The bolt cold welded into the inserter handle. It wasn't known that this happened until it got to decontamination to be cleaned.

Manufacturer narrative:
An event regarding disassembly issue involving a da impactor bolt was reported. Examination of the returned products confirmed the event. The part was examined with the aid of a stereo microscope at magnifications up to 50x. The bolt was stuck on the impactor. The device was sectioned for further analysis. The bolt and impactor tip were disassembled for further analysis. Detailed images of the bolt surface that contacted the impactor show damage. Detailed images of the impactor tip surface that contacted the bolt also show damage. This damage is potentially due to misalignment during assembly and galling. Material analysis: material analysis was performed on the returned device: [...] The impactor tip was analyzed under a scanning electron microscope (sem) for further evaluation. Sem analysis energy-dispersive spectroscopy (eds) analysis was performed on the impactor tip and debris. Elemental constituents of the impactor tip included fe-cr-ni-ci, which are consistent with 17-4 ph stainless steel alloy. Elemental constituents of the debris on the impactor tip included fe-cr-co-cu-mo-ni. Fe-cr-ni-cu is consistent with the impactor tip. Co-cr-mo is consistent with material transfer from the bolt, likely from galling. The galling likely prevented the bolt from disassociating from the impactor tip. Medical records received and evaluation: not performed as no medical records were returned for review. Product history review: a review of the device manufacturing records indicate that all devices accepted into final stock were free from discrepancies. Complaint history review: there were no other similar relevant events for the lot provided. Conclusions: the material analysis report concluded the following: material transfer and damage were observed on the interacting surfaces of the impactor tip and bolt, likely preventing the bolt from disassociating from the impactor tip. Eds showed the impactor tip was consistent with 17-4 ph stainless steel alloy and the debris was consistent with material transfer from the bolt. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. The event was confirmed however, the exact cause of the event could not be determined because insufficient information was provided. Further information the primary operative report is needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The bolt cold welded into the inserter handle. It wasn't known that this happened until it got to decontamination to be cleaned.